Event description:
Information received from the field does not address the patient's clinical status but notes loss of bipolar capture. Interrogation revealed that the bipolar capture had increased to 7.5 v, 0.5 ms an unipolar capture had increased to 3.0 v, 0.5 ms. The device was programmed to the unipolar configuration.